Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was a stuck rexroth 4 way valve. Additional malfunction was a loose nylon tie.